Manufacturer narrative:
Analysis was performed and found that the driver block does not engage with the lead screw due to a corroded threaded segment, therefore, unable to perform occlusion test.

Event description:
It was reported that the customer had high blood glucose. Troubleshooting was performed. No further information was provided.